Event description:
It was reported to philips that the system did not boot up properly. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited onsite and found system was not booting up. To resolve the issue, fse found resetting of the internal single-phase ups. After resetting of the internal single-phase ups, the system was working as intended. The codes were updated based on the investigation outcome.